Manufacturer narrative:
An event regarding non function involving a nav acc tmzf stem inserter was reported. The event was not confirmed. Method & results: device evaluation and results: the device was found to be dimensionally within specification. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the device was manufactured to specification therefore, the event could not be confirmed. Discussion with the navigation team indicated that if the device is within specification the device will work with the system however, it is possible that the tracker wasn¿t correctly mounted to the interface or the device was not assembled properly. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Attempted to register the stem inserter into the main system but it displayed that it was 2 mm to 4 mm misaligned and it could not be registered.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Attempted to register the stem inserter into the main system but it displayed that it was 2 mm to 4 mm misaligned and it could not be registered.